Event description:
Medtronic received information indicating that during the priming phase, a leak was seen coming from the heat exchanger joint of this affinity oxygenator. The device was changed out with no patient affect reported. The device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Performance analysis: blood side pressure integrity testing was performed at 3 l/pm with 23 psig of back pressure for 10 min. During the test there was a leak observed from the hex side seam. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in leak and contributed to the event. Medtronic is monitoring for similar complaints. (B)(6). (B)(4).